Event description:
It was reported that six months post implant, the lead exhibited greater than 2000 ohms impedance due to a suspected lead fracture.

Manufacturer narrative:
No medwatch form was received.